Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
A patient has experienced heart block. It was reported that a farawave was selected for use during a pfa ablation. After the first lesion, a short pause/slowing was noted. After the second lesion, approximately a 5 second pause was noted. Hence, physician gave four (4) glycopyrolate and paced the right ventricule (rv). The patient fully recovered. The procedure was completed using the original method/device. The catheter was disposed.